Event description:
The recipient was implanted on (B)(6) 2018. Two days later a post-op CT scan showed extra-cochlear channels, possibly due to migration of the array. On (B)(6) 2018 surgery was carried out to reposition the array. Correct positioning of the array was confirmed with CT scan. According to the audiologist the surgeon thought the electrode was correctly placed at implantation, but this was not confirmed by imaging during first surgery. Implant registration card states that one channel was left out of cochlea at implantation. As per new information, activation of the recipient went well. Currently only channel 12 is disabled due to being extra-cochlear.

Manufacturer narrative:
Conclusions: according to the received information from the field, the active electrode array was confirmed to be partially extra-cochlear two days after implantation. The implant registration card states an insertion of eleven channels during initial implantation and based on surgeon's opinion the electrode array was well in place; therefore a post-operative migration of the array is assumed. A revision surgery to re-insert the active electrode was carried out. Reportedly one basal channel had still to be deactivated at activation because of being extra-cochlear. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted on (B)(6) 2018. Two days later a post-op CT scan was conducted that showed extra-cochlear channels, possibly due to migration of the array. On (B)(6) 2018 surgery was carried out to reposition the array.